Event description:
Upon removal of IV catheter from right index finger, catheter was found to have only 1/4" remaining at the hub of catheter. X-ray revealed sheered off segment of IV catheter immediately lateral to the head of the right second metacarpal bone within the soft tissue. Surgical removal of retained IV catheter was performed in 2001. Reported to ethicon.